Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a message that the frame rate was lower than recommended levels and prompted the user to reconnect the interface (umbilical) cable. It was reported that the issue occurred while performing a 2d image acquisition and that the image was fine. It was noted that a 3d image acquisition was performed as well without issue. It was noted that the imaging system displayed the user prompted the fluoroscopic imaging for 42 seconds when the user prompted the button for less than 10. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.